Manufacturer narrative:
Results: there was no visual damage to the exterior of the aspiration pump max 110. Conclusion: the complaint has been evaluated. The complaint indicates that the aspiration pump max 110 failed to turn on by pushing the button. Evaluation of the returned product confirmed that the pump was fully functional. Based on the description of the event, it is unknown if the pump was cycled on and off; however, if the pump vacuum pressure is not released before an attempt to power it back on (after cycling on then off), it is likely that the pump will not power on with and operate with adequate aspiration. During evaluation, the pump was powered on/off several times and functioned correctly. The pump was fully functional. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusions: the device has been returned for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110. The physician turned on the power and the aspiration pump max 110 would not turn on. The physician released the pressure and the aspiration pump max 110 worked as intended. There was no report of an adverse effect on the patient.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110. The physician turned on the power and the aspiration pump max 110 would not turn on. The physician released the pressure and the aspiration pump max 110 worked as intended. There was no report of an adverse effect on the patient.